Event description:
It was reported that a 2000ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bag leaked from the membrane port. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured june 27-28, 2023. H11: the actual device was not available; however, a video of the sample was provided for evaluation. Visual inspection of the video revealed a leak from the spike port bonding area. The reported condition was verified. The cause of the condition is most likely due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding of the sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.